Manufacturer narrative:
An isi technical field specialist contacted the customer who confirmed that they did not have their integrated electrosurgical unit (iesu) set up properly while using the system. The robotics coordinator showed the team how to properly set up and use the system.

Manufacturer narrative:
The endowrist one vessel sealer instrument will not be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci low anterior resection procedure, during use of the endowrist one vessel sealer instrument it was noted that the patient's tissue was not being sealed. Per the information provided, there was no harm to the patient as a result of the reported event.

Event description:
It was reported that during a da vinci low anterior resection procedure, the endowrist one vessel sealer instrument was not sealing the patient's tissue. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi for technical support assistance. The csr reported that upon initial use, the surgeon would clamp and then applied energy and it would not seal. The surgeon did this 2-3 times to get it to seal before he would cut.